Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Legal - according to the reporter, on or around (B)(6) 2017, the patient underwent exploratory laparotomy with lysis of adhesions, small bowel resection and an incidental appendectomy. A small serosal tear close to the point of resection which was oversewn and imbricated with a single -3-0 silk stitch was noted. No other complications were reported during the procedure. The patient was admitted to ICU after developing pulmonary issues and was treated with antibiotics. A CT scan was done on the patient and revealed scattered free air present throughout the patients upper abdomen and apparent wall thickening of multiple small bowel loop within the lower left quadrant of the abdomen. Further complications identified a small bowel anastomotic leak present in the patients middle upper abdomen. The anastomosis is visualized to reveal a leak coming from the upper portion of the ta staple line. This developed intra-abdominal abscess and required further surgical intentions for the patient.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an exploratory laparotomy with lysis of adhesions, small bowel resection and an incidental appendectomy. It was reported that during the procedure, a small serosal tear close to the point of resection which was over sewn and imbricated with a single -3-0 silk stitch. After the surgery, the patient experienced pulmonary issues, free air in the abdomen, wall thickening of multiple small bowel loop within the lower left quadrant of the abdomen, anastomotic leak, abscess, bilateral pleural effusions, areas of atelectasis in lingula and bilateral lower lobes, areas of groundglass opacity in bilateral upper lobes, gallbladder distention, ascites, seroma, necrosis, fibrosis, erythema, bacterial infection, cholecystitis, infection, deep vein thrombosis fever, emesis, chills, fatigue, abdominal pain, nausea, vomiting, cellulitis, redness, tachycardia, hypoxic respiratory failure, coughing, purulent discharge, diarrhea, bloody serous discharge inflammation, septic shock, bloating, hematoma, acute pulmonary edema, hypernatremia, hypokalemia, hypermagnesemia, hypophosphatemia, hyperbilirubinemia, malnutrition, non-healing wound, blood clot, scar tissue, calcification and adhesions. Post-operative patient treatment included hospitalization, antibiotics, IV fluids, steroids, CT scan, revision surgery, rebreather mask, pca for pain management, bowel rest, ng decompression, exploratory laparotomy, resection of small bowel anastamosis and end jejunostomy, debridement, 19-french blake drains, continued resuscitation, intubated, hydrogel, wound vac and 3 pigtail catheters, blood thinners, adhesiolysis, ostomy takedown, incision and drainage of wound.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an exploratory laparotomy with lysis of adhesions, small bowel resection and an incidental appendectomy. It was reported that during the procedure, a small serosal tear close to the point of resection which was over sewn and imbricated with a single -3-0 silk stitch. After the surgery, the patient experienced pulmonary issues, free air in the abdomen, wall thickening of multiple small bowel loop within the lower left quadrant of the abdomen, anastomotic leak, abscess, bilateral pleural effusions, areas of atelectasis in lingula and bilateral lower lobes, areas of groundglass opacity in bilateral upper lobes, gallbladder distention, ascites, seroma, necrosis, fibrosis, erythema, bacterial infection, cholecystitis, infection, deep vein thrombosis fever, chills, fatigue, abdominal pain, nausea, vomiting, cellulitis, redness, tachycardia, hypoxic respiratory failure, coughing, purulent discharge, diarrhea, bloody serous discharge inflammation, septic shock, bloating, hematoma, acute pulmonary edema, hypernatremia, hypokalemia, hypermagnesemia, hypophosphatemia, hyperbilirubinemia, malnutrition, non-healing wound, blood clot, scar tissue, calcification and adhesions. Post-operative patient treatment included hospitalization, antibiotics, IV fluids, steroids, CT scan, revision surgery, rebreather mask, pca for pain mana gement, bowel rest, ng decompression, exploratory laparotomy, resection of small bowel anastamosis and end jejunostomy, debridement, 19-french blake drains, continued resuscitation, intubated, wound vac and 3 pigtail catheters, blood thinners, adhesiolysis, ostomy takedown, incision and drainage of wound.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an exploratory laparotomy with lysis of adhesions, small bowel resection and an incidental appendectomy. It was reported that during the procedure, a small serosal tear close to the point of resection which was over sewn and imbricated with a single -3-0 silk stitch. After the surgery, the patient experienced pulmonary issues, free air in the abdomen, wall thickening of multiple small bowel loop within the lower left quadrant of the abdomen, anastomotic leak, abscess, bilateral pleural effusions, areas of atelectasis in lingula and bilateral lower lobes, areas of groundglass opacity in bilateral upper lobes, gallbladder distention, ascites, seroma, necrosis, fibrosis, erythema, dyspnea, bacterial infection, cholecystitis, infection, deep vein thrombosis fever, emesis, chills, fatigue, abdominal pain, nausea, vomiting, cellulitis, redness, tachycardia, hypoxic respiratory failure, coughing, purulent discharge, diarrhea, bloody serous discharge inflammation, septic shock, bloating, hematoma, acute pulmonary edema, hypernatremia, hypokalemia, hypermagnesemia, hypophosphatemia, hyperbilirubinemia, malnutrition, non-healing wound, blood clot, scar tissue, calcification and adhesions. Post-operative patient treatment included hospitalization, antibiotics, IV fluids, steroids, CT scan, revision surgery, rebreather mask, pca for pain management, bowel rest, ng decompression, exploratory laparotomy, resection of small bowel anastamosis and end jejunostomy, debridement, 19-french blake drains, continued resuscitation, intubated, hydrogel, wound vac and 3 pigtail catheters, blood thinners, adhesiolysis, ostomy takedown, incision and drainage of wound.

Manufacturer narrative:
Additional information: b7 relevant history, g3, g6, h2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an exploratory laparotomy with lysis of adhesions, small bowel resection and an incidental appendectomy. It was reported that during the procedure, a small serosal tear close to the point of resection which was over sewn and imbricated with a single -3-0 silk stitch. After the surgery, the patient experienced pulmonary issues, free air in the abdomen, wall thickening of multiple small bowel loop within the lower left quadrant of the abdomen, anastomotic leak, abscess, bilateral pleural effusions, areas of atelectasis in lingula and bilateral lower lobes, areas of groundglass opacity in bilateral upper lobes, gallbladder distention, ascites, seroma, necrosis, fibrosis, erythema, bacterial infection, cholecystitis, infection, fever, chills, fatigue, abdominal pain, nausea, vomiting, cellulitis, redness, tachycardia, hypoxic respiratory failure, coughing, purulent discharge, inflammation, septic shock, bloating, hematoma, acute pulmonary edema, hypernatremia, hypokalemia, hypermagnesemia, hypophosphatemia, hyperbilirubinemia, malnutrition, non-healing wound, blood clot, scar tissue, calcification and adhesions. Post-operative patient treatment included hospitalization, antibiotics, IV fluids, steroids, CT scan, revision surgery, rebreather mask, pca for pain management, bowel rest, ng decompression, exploratory laparotomy, resection of small bowel anastamosis and end jejunostomy, debridement, 19-french blake drains, continued resuscitation, intubated, wound vac, blood thinners, adhesiolysis, ostomy takedown, incision and drainage of wound.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.